Manufacturer narrative:
The customer's meter was received for investigation. After powering on the meter, the visual inspection of the display showed several black lines and spots. The issue does not affect the readability of the result. The result is clearly readable there are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. Meter performs as expected with an exchanged display. The returned display assembly was found to be defective. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The customer¿s products have been requested for return.

Event description:
The initial reporter had an issue with the display of the accu-chek inform ii meter that could lead to a misinterpretation of results. There were splotches on the results field that could prevent the results from being readable. There was no allegation of an actual misinterpretation of a result.